Manufacturer narrative:
On 19 july 2016 the medical affairs director checked the x-ray received commenting that: this case was reported as an infection following revision tha. The infection was confirmed and there is no reason to suspect that the implanted devices were responsible for the adverse event. On 20 july 2016 it was prepared a final report with the information already submitted in the initial report and here above. On 26 july 2016 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
The patient had already had a revision surgery on (B)(6) 2016 ((B)(4)). Additional information received from the initial reporter on 26 april 2016 and includes: the patient tested positive for (B)(6). The surgeon took all components out and revised with a temporary stem, head, and liner. He used antibiotic cement to help clear the infection. The temporary implants will be revised in approximately 3 months when infection subsides. The next revision has not been scheduled yet. This surgery was completed successfully. X-rays and explants are not available. Batch reviews performed on 17 may 2016. (B)(4).

Event description:
After the first revision surgery, the patient came in due to signs of infection. A second revision was scheduled.